Manufacturer narrative:
H6; code 400: damaged firing mechanism. Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The intrument was returned with the firing trigger broken off and non-functional. The instrument was disassembled and was found to have a broken clamp first lockout. No conclusion could be reached as to how this damage occurred. Comments: if the instrument is fired before the jaws are completely clamped, the instrument can fire through the clamp first lockout. Each instrument is evaluated during the assembly process to ensure if functions properly.

Event description:
During a thoracoscopic left lower lung biopsy it was reported when the physician assistant attempted to fire the ez45g across lung tissue the black firing handle broke. The device would not open and upon several attempts to free the lung tissue tore. The procedure was converted to an open procedure because of the torn lung tissue and the inability to open the device. The procedure was completed with a tlc55 device.